Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Implanted: explanted: product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device. The reason for call was patient reported they couldn't get the controller to charge after it had gone out on them the day before christmas. Patient said the controller was blank and finally came back up yesterday, but now the controller wouldn't charge. Patient tried to reset controller by taking out the battery and reinserting it, but that did not resolve the issue - controller kept saying the battery was low even when plugged into ac power. Agent had patient remove the battery pack from the controller and plug the controller into the ac power supply, patient confirmed the controller powered on. Patient reinserted the battery and confirmed the green light was flashing on the controller. Patient unlocked the controller, and saw 'no device found.' Agent reviewed their implanted battery was likely depleted as well, but the controller appeared to be charging normally; agent advised they let the controller charge for at least an hour, then try to charge ins by selecting 'recharge' option on no device found screen. Agent understood patient was without therapy. Agent explained that at that point, they can make sure the controller has charged if it allows them to proceed. The patient may call back for further assistance with passive recharge. Additional information was received from the patient. Patient called back stated they cannot charge the controller. Agent asked patient what information they saw on the controller screen and patient said no device found. Agent asked patient to connect with rtm and start a charging session on the implant. Controller showed ins red recharging excellent and controller 80% charged. Patient said his setting went down on its own. Agent reviewed adaptive stim feature. Patient stated they charge the ins every 3-4 days. Agent reviewed device function and recommend patient consult with hcp ofc or callback for assistance if necessary. The troubleshooting steps resolve the issue. Additional information was received from the patient. Patient called back repeating how they had a problem with the controller, stating how the controller went 'off' and became unresponsive the night before christmas. Patient stated they spoke with manufacturing representative (rep) regarding the issue a few days after christmas. Patient stated the controller became unresponsive yet again so the rep told patient to call for replacement. Patient stated when they went to charge their implant, they were on group a, and typically they need to charge the implant every 3-4 days, but it had been a week and the implant was still at 70%. Patient called rep around friday and rep determined the stimulation was down to 0.1. Patient stated rep helped patient get stimulation back up, and then a day or two later it went back down to 0.1. Patient stated the same day, the controller would not charge as it was unresponsive. Pat ient contacted rep again, and rep told patient to charge controller for 2-3 hours. Patient stated controller did come back on, then went unresponsive again. Patient stated their rep gave them a loaner controller. Agent reviewed the stimulation going to 0.1 is a therapy related issue and to contact physician. Agent then reviewed patient services agent would need to have patient troubleshoot using original controller to determine what needs to be replaced, but patient became escalated and and stated they are in so much pain and they will not use old controller again, so they will have rep call in. Patient disconnected call. Information received from a manufacturing representative (rep) regarding an external device. Caller has been working with patient (pt) around their controller turning off frequently unexpectedly since around dec 26. Caller met with pt on dec 28 and gave them a spare controller which pt said addressed the issue but pt needs replacement controller. Caller also mentioned that the pt's stimulation programs were also showing 0ma unexpectedly though tss reviewed this was not related to the controller function since controller takes values from ins. Controller taking charge fine and no visible damage to controller. Tss reviewed replacing controller.

Event description:
Additional information was received from the rep stating that the cause was glitch with programming for adaptive stim and issue with the settings was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.